Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead warning due to a low impedance of 227 ohms. It was also reported that an xray was going to be ordered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-56 implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was later reported during a device change out that the rv lead thresholds were high and there was a polarity change. The rv lead thresholds were reprogrammed and the rv capture management feature was turned off. The polarity was programmed back to bipolar and the rv lead remains in use.